Event description:
It was reported that a patient's pump had been confirmed to be flipped. A revision procedure was performed and the issue was solved. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter model # 8709, serial # (B)(4), implanted (B)(6) 2011, explanted unk.